Manufacturer narrative:
Based on the available information, we are unable to determine if the patient's development of a seroma was caused or contributed by the mesh. Seroma was treated through aspiration. No surgical intervention required. Device remains implanted, therefore, no sample returned or available for evaluation.

Event description:
In 2009 - patient underwent hernia repair surgery with mesh implant. Thirteen days later - patient returned to the surgeon's office for a follow-up visit. The surgeon noted a bulge in the incision. An ultrasound was performed, which demonstrated a seroma. The surgeon aspirated it, and removed 28 cc's of serosanguineous fluid. One week later - patient returned to surgeon office for a follow-up visit. Surgeon noted there was hardly any swelling at the site, certainly not enough to warrant aspiration. The patient is having no pain, no redness and temperature is 98.9.